Event description:
This is a report of a peritoneal dialysis (pd) patient who had peritonitis and subsequently passed away. The patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was reported to be intraperitoneal (ip) and intravenous (IV) antibiotics (type, dose, and frequency not reported). During hospitalization, the patient was diagnosed with sepsis. The source of and the treatment for the sepsis were unknown. Three days after the patient's hospital admission, the patient's spouse discontinued all dialysis therapy and the home patient passed away the next day. It is unknown if an autopsy was performed. The rn reported the cause of death was stopping dialysis and sepsis. No additional information was available at the time of this report. This is report 1 of 4 for this event.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). If additional irelevant nformation becomes available, a follow up report will be submitted.